Event description:
Event description this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Cpi reliability assurance testing determined the device had depleted prematurely.